Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient was found collapsed on the bathroom floor. Complete atrial-ventricular block occurred with a heart rate of 25 bpm. The patient was admitted to the hospital for an emergency device change out. The device was unable to be interrogated. The device was explanted and was replaced with the new device. No further patient complications have been reported as a result of this event.